Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The customer was doing maintenance on the lift and stated he discovered cracked welds. He stated he does not know how they got there. The dealer stated it looked like someone damaged it, possibly by running the actuator when it was not hooked to the boom.